Event description:
It was reported to baxter (B)(4) that the interlink site of an interlink t connector std bore disconnected from an unknown set by itself. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury, or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date that the event occured is unknown. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). After further investigation by baxter (B)(4), this report was found to be a duplicate report of medwatch report number 1416980-2013-04923. All pertinent information will be contained in the referenced report.